Event description:
(B)(4). Excruciating pain in lower left abdomen. Pain came and went but got stronger as months went by. Felt like someone was stabbing me. At times it felt like something was pulling inside me. Finally got a doctor to agree that it could be essure. Had partial hysterectomy in (B)(6) 2012 and have never had the pain again.